Event description:
Rptr states the urine doesn't drain off/too slowly, sometimes the system is blocked completely.

Manufacturer narrative:
This case would be treated as a reportable malfunction 'no urine flow/blockage' as we have no other info to believe it could not have led to a serious injury. An obstruction to the flow of urine from the bladder could lead to a build up of urine in the bladder exposing the pt to a risk of infection or damage to the organs of the urinary system. A device history record for the complaint was reviewed and no deviations was found. No new event/pt details have been rec'd from the reporting user facility. A sample return is expected for eval. Note: the actual date of event is unk, so the date used was the date convatec became aware.